Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not send any air. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to air leakage of manihold valve, the pressure display on the front panel was incomplet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <no air> the cause of the indicated phenomenon was that a failure of the manifold valve caused a gas leak, which resulted in a state in which the air supply operation could not be performed normally. The cause of the failure of the manifold valve was not identified. <pressure display error> the exact cause of the reported event could not be conclusively determined if additional information becomes available, this report will be supplemented.